Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) system was oversensing. Technical services (ts) reviewed the device data and noted that it appeared the device was oversensing on the right ventricular (rv) channel. Ts recommended a chest x-ray be performed to confirm the position of this rv lead. As the oversensing was inconsistent, ts also recommended reviewing positional or possible respiratory association. Device reprogramming options were noted to be limited and if implemented, a defibrillation threshold (dft) test was recommended. This ICD remains in service. Further information from the field was not available. No additional adverse patient effects were reported.